Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history records for architect magnesium reagent, lot number 14443un22. A ticket search by product lot found no other complaints for this issue. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect magnesium reagent, lot number 14443un22 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results on architect c8000 processing module for one patient. The results provided were: on (B)(6) 2022 sid (B)(6) initial=8.7 mg/dl /repeated on same analyzer=2.07 mg/dl /repeated on (B)(4) =2.08 mg/dl. Customer reference range for magnesium=1.6 to 2.6 mg/dl. There was no reported impact to patient management.